Event description:
Complainant alleged that during biomed testing the device displayed "bridge test failed," "defib pad short" and "poor pad contact" messages. Complainant indicated that there was no pt involvement in the reported malfunction.